Event description:
It was reported that the screws broke post operatively. A revision surgery was performed to remove the damaged parts. This is report number 2 of 7 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that DHR-check was performed and no discrepancies could be detected. All relevant key parameters were evaluated and met the specifications and also the result of the DHR- check confirmed to the required manufacturing parameters. Therefore the complaint is from manufacturing- point of view rated as not valid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient ID: ng. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.